Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 120 to 140 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call at least two hours after meal ((B)(6) 2015; 4:01 pm) with results of 332 mg/dl and 264 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 12/31/2016 and open vial date is (B)(6) 2015. No test results recalled from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.